Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather product ID information and no further info is available visual examination of the photograph provided identified the fractured tip of the needle that was retained and removed in an additional procedure. Radiographs were provided however were not submitted for further review as there is sufficient documentation of the findings within the journal article. The journal article was reviewed by an hcp and a timeline was created. Summary of the findings include: at a two week follow up, the needle tip was discovered on postoperative radiographs 2 weeks after surgery, with migration into the popliteal fossa. For the prevention of soft-tissue irritation, we removed it with an incision over the popliteal area xr: needle-like radiopaque metal object retained in the medial popliteal fossa and was considered to be the tip of the meniscal repair instrument. Patient reports no pain or discomfort. Removal of meniscal tip. Foreign body located under fluoroscopy imaging, small longitudinal incision made and removed without complication. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is confirmed via provided photograph. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a single case study journal article reported a patient underwent a right acl reconstruction and medial meniscal repair on an unknown date. Subsequently, at the two week post-operative follow-up, radiographic imaging displayed a broken tip of the meniscal repair instrument that had migrated into the medial popliteal fossa. A procedure was performed on an unknown date for removal of the foreign body and was completed without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in taiwan. G2: literature - chang CT, lee kt. Unnoticed broken tip of meniscal repair device during arthroscopy. Formos j musculoskelet disord 2024;15:68-70 doi: 10.4103/fjmd.fjmd-d-23-00032. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.